Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and buttons were harder to press. The customer's blood glucose value was unknown. Customer stated insulin pump0 had no delivery alerts, battery cap worn and diminished battery life. The insulin pump will not be returned for analysis.